Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had to get an MRI and were able to get the implanted neurostimulator charged back up, but the recharger paddle burns them when they try to recharge. Patient stated it feels like it is burning their skin - 'after a few minutes, it just gets irritating and uncomfortable and I have to take it off'. Patient stated it feels like electricity or being burnt but it is hard to describe. Patient stated the issue has been going on for quite a while - 'the MRI facility called you all before she (agent understood as MRI tech) said I needed a new paddle but one was not ordered I guess,' when agent inquired event date. When agent inquired about patient harm, patient stated they don't know and can't see if the area is red or burned or anything so they don't know either way. A request was sent to repair to replace the recharger. When asked for managing healthcare provider, patient stated 'I don't have a pain doctor right now, but my physician doctor is trying to get me one. They took me off of my meds quite awhile ago, over a year ago, because of an incident. I didn't od myself and I have a letter stating that. Hospice stepped in and gave me a higher dose of oxy and they put me on methadone and my daughter walked in just as I was taking my last breath. So, I did not do it, hospice did it. It's not hospice you die in, the middle one, there's 3 different stages of it. I guess. So, my pcp is trying to get me a different pain doctor. They all want me on that marijuana crap, but I don't want to be on it.'.